Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was 05 february 2019 where it was reported the unit was out of calibration. This is not a related issue. On 14 may 2019, it was reported that the unit was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet surgical on 17 may 2019 revealed that the calibration was slightly out of specifications, but produced a complete cut when tested with the test cutter. It was also noted that the gear was worn and the cutters supplied by the account produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on 21 may 2019 which included replacement of the gear, comb, and left side plate were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Rga number (B)(4). Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Device was used on recovered cadaver skin. No additional event information available.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit had incomplete mesh. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.